Event description:
It was reported that the patient experienced pectoral muscle stimulation during specific isometric exercises and pocket manipulation during atrial pacing. The stimulation was reproducible in both unipolar and bipolar pacing polarities. The programmed mode was changed to vddr and the patient would be monitored.